Event description:
The clinic reported that a laser vision correction patient presented with microstriae in the left eye flap one day post treatment. The patient was highly myopic. At one week post treatment, the patient's visual acuity was 20/70 for the left eye, corrected to 20/40. The surgeon elected to lift and smooth the left flap on (B)(6), 2013.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.